Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) displayed fault code 29 (loss of brake connectivity)" was confirmed based on the review of the archive data. The autopulse platform passed functional testing, and the reported fault code 29 was not replicated. The likely root causes of the intermittent occurrences of the fault code 29 could be due to the brake gap being out of specification and/or an intermittent defect on the power distribution board (pdb). During visual inspection, the front enclosure was observed cracked, unrelated to the reported complaint. Based on the photos provided by the zoll service team, there was a vertical crack going through one of the screw fittings of the front enclosure. The observed physical damage appeared to the characteristic of harsh impact due to user mishandling. The front enclosure will be replaced to address the issue. A review of the archive showed multiple fault code 29 (loss of brake connectivity) error messages around the reported event date; thus, confirming the customer's reported complaint. Per archive, fault code 29 occurred within a 30-minute window with no weight placed on the platform. The autopulse platform passed initial functional testing without any fault or error. During further functional testing, brake gap inspection was performed and revealed that the brake gap was slightly out of specification. The brake gap was cleaned and adjusted to remedy the fault. In addition, power distribution board (pdb) will be replaced as a preventive precautionary measure against the fault code 29, as the pdb may have had some intermittent defect that could not be directly identified during the functional testing. Awaiting the customer's approval for repair.

Event description:
During training, the autopulse platform (s/n (B)(4)) displayed fault code 29 (loss of brake connectivity). The customer was unable to clear the error message. No patient involvement.